Event description:
It was reported that few impedances were noted on the device. The patient underwent a revision procedure wherein the device was replaced with a smaller ipg, and pocket site was moved. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that few impedances were noted on the device. The patient underwent a revision procedure wherein the device was replaced with a smaller ipg and pocket was moved. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility. Additional information was received that the ipg pocket was moved due to pocket discomfort.